Manufacturer narrative:
(B)(4). The complaint for use error, failed to follow therapy steps, is confirmed due to the use error described by the home patient, whom exchanged one solution bag instead of replacing the entire disposable set. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2 of 5. Per the initial report, caregiver (cg) had only change out the supply bag and not the cassette when attempting to resolve an alarm. The cg just disconnected the bag from one supply line and attached it to the other supply line (hp had four prong cassette). The technical service representative (tsr) explained that the supplies were compromised and the cg would need to end therapy and start over with new supplies or finish with manuals. The tsr walked the cg through ending therapy procedure. The cg understood the explanation and ended therapy and would call the rn in the morning. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was unavailable for evaluation and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.